Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that patient with an underlying rhythm of atrial fibrillation (af) experienced episodes of sudden drops in heart rate when exercising resulting in shortness of breath. The device behavior was verified in clinic and data review by boston scientific technical services (ts). Ts noted the patient's respiratory rate would at times reach levels above the minute ventilation (mv) sensor cutoff of 60 respirations per minute. As a result the data would be discarded causing the device to pace at a lower rate than expected. Ts advised that there were no programming options for resolving the issue and suggested the patient slow their respiratory rate by increasing the tidal volume of each breath to accommodate and prevent future instances of the issue. Despite the noted drop in pacing rate, the patient was reported to have an escape rhythm with a rate in the 70's. No adverse patient effects were reported. This system remains in service.